Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor vision transcatheter heart valve was chosen for a procedure using a large flexnav delivery system. The annular dimensions of the native aortic valve were annulus diameter 24.3mm and perimeter 76.4mm. A pre-implantation balloon aortic valvuloplasty (pre-bav) was performed by a 21mm non- abbott balloon. During procedure, the first deployment was high on the left cusp and the valve was partially recaptured. During second attempt, the deployment was high on the left cusp and the valve was fully recaptured. The final implant depth at the non-coronary cusp (ncc) was 8mm and left- coronary cusp (lcc) was 6mm. The valve was not implanted at the recommended implant depth due to difficult aortic angle. The patient had widening qrs for new left bundle branch block (lbbb). On (B)(6) 2023, patient received a permanent pacemaker. The patient required a longer hospital stay of 48hours.

Manufacturer narrative:
An event of device malposition and heart block (left bundle branch block/lbbb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of arrhythmia and the implant depth was 8mm from the non-coronary cusp. No information was received regarding calcification extending beneath the aortic annular plane in the interventricular septum. It was noted that the valve was not implanted at the recommended implant depth due to a difficult aortic angle. Based on available information, the reported device malposition is related to patient condition (difficult aortic angle). The root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.